Event description:
It was reported that during the implant attempt, the left ventricular (lv) lead dislodged after slitting. The lead was not used and a new fixation lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary - the full lead was returned and analyzed and no anomalies were found.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 6947 implantable tachy lead, 2013 (B)(6); 4076 implantable pacing lead, 2013 (B)(6). (B)(4).